Event description:
It was reported that bilateral revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to failure of the devices of one of the hip, without specifying which was revised. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.